Event description:
"Upon introduction of the device into the patient's left common femoral artery access, the device was tracked up to the maximum overlap on the contra limb. It was noticed that the device was 3cm shorter in the sheath than the initial 8cm distance seen with prior using a marking pig to see the length needed. The limb was brought to the minimum overlap marker on the contra limb and deployed as close to the left hypogastric artery as possible while maintaining adequate overlap in the contra limb of the main body. Once deployed, the marking pig was taken to measure the fully deployed 17x80 limb. Six total markers were counted as the length of the stent graft, showing that it only measured 60mm in length. A type 1a endoleak was observed post ballooning. Another limb was opened in order to gain seal in the left common iliac, distal to the previously placed 17x80 limb. (The ipsi limb on the right was a 13x100 for reference)." Patient outcome - "a longer limb was put in and landed right at the left hypogastric. The type 1a endoleak was sealed and the patient was discharged the following day."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Upon introduction of the device into the patient's left common femoral artery access, the device was tracked up to the maximum overlap on the contra limb. It was noticed that the device was 3cm shorter in the sheath than the initial 8cm distance seen with prior using a marking pig to see the length needed. The limb was brought to the minimum overlap marker on the contra limb and deployed as close to the left hypogastric artery as possible while maintaining adequate overlap in the contra limb of the main body. Once deployed, the marking pig was taken to measure the fully deployed 17x80 limb. Six total markers were counted as the length of the stent graft, showing that it only measured 60mm in length. A type 1a endoleak was observed post ballooning. Another limb was opened in order to gain seal in the left common iliac, distal to the previously placed 17x80 limb. (The ipsi limb on the right was a 13x100 for reference)." Patient outcome - "a longer limb was put in and landed right at the left hypogastric. The type 1a endoleak was sealed and the patient was discharged the following day."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.